Event description:
It was reported that the customer had multiple no delivery alarm. The customer's blood glucose level was 509 mg/dl. Customer states they treated for the high blood glucose with an manual injection. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with cracked reservoir tube lip.